Event description:
The pt's implantable neurostimulator system was explanted due to infection. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).